Event description:
It was reported that during testing conducted at the manufacturer facility, that the device was trying to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, signs of third party repairs and third party parts were found, including the motor assembly, which is probable cause of the device running without user activation.